Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user states the right front swivel wheel needs replaced. He states the unit is stripped and needs replaced. The consumer doesn't have the model number nor the lot number 7857hf.